Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a problem with the application. A technical support specialist accessed the cabinet, and restarted the application to address the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6) ((B)(6) retirement community)

Event description:
It was reported when using the bd pyxis¿ medbank tower, it experienced a malfunction during the medication dispensing process. The customer stated that nurses encountered difficulty in selecting medication when dispensing it to patients. There were no adverse events or injuries reported based on this incident.